Manufacturer narrative:
The investigation determined that a higher than expected ammonia quality control result was obtained from a non-vitros quality control fluid using vitros amon reagent with a vitros 5,1 fs chemistry system. The most likely assignable cause of the higher than expected result is instrument related. Vitros amon precision testing performed was outside of ortho guidelines, indicating that the vitros 5,1 fs chemistry system was not performing as intended at the time of the event. The cause of the unexpected instrument performance is likely due to microslide incubator contamination, however the cause of contamination was not identified. An ortho clinical diagnostics field engineer performed service actions to return the vitros 5,1 fs chemistry system to expected performance. Following these service actions, acceptable vitros amon performance was observed.

Event description:
A customer obtained a higher than expected ammonia quality control result (188.0 umol/l vs. Expected result of 155.6 umol/l) from a non-vitros quality control fluid, using vitros amon reagent with a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected ammonia result was generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).